Event description:
It was intended to use an integrity bare metal stent to treat a calcified lesion in the cx artery. The device was removed from packaging per the IFU, and inspected with no issues noted. It is reported that during deployment of the stent, the balloon would not deflate. The physician then removed the catheter from the patient. It was noted that the catheter was deformed and that the distal portion had detached inside the patient. The physician had to use a snare device to remove the detached portion of the catheter. The stent was dislodged from the catheter and left in the patient. The physician subsequently post dilated the dislodged stent. Another integrity stent was deployed proximally. No injury to the patient is reported.

Manufacturer narrative:
Evaluation summary: the distal section of the device was placed in the water bath to remove the residue inside the balloon. The distal shaft was cut and the device was inflated from the distal shaft to 16 atm. The balloon inflated and deflated within specifications which indicated that the deflation issues were not related to the balloon.

Manufacturer narrative:
Evaluation, results: deformation problem (catheter deformed).

Event description:
Evaluation summary: the distal section of the device was detached on the transition shaft approximately 10cm distal to the hypotube. The detachments sites were both stretched and jagged. The transition shaft on the detached section was severely stretched. The distal shaft had multiple kinks along it possibly from the snare device in an attempt to withdraw it from the patient. The guide wire entry port bond was still intact.

Manufacturer narrative:
Evaluation results: related to operational context (event occurred during procedure, device was inspected prior to use with no issues noted). No results available since no evaluation performed (device not returned). Evaluation conclusions: unable to confirm complaint (device not returned). Operational context contributed to event (event occurred during procedure, device was inspected prior to use with no issues noted). (Device not returned). (B)(4).